Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole and reddish material in the pebax. Initially, it was reported by the biosense webster inc. (Bwi) representative that during a procedure a "high force reading" error message appeared on the carto 3 system. To troubleshoot, the cable was replaced without resolution. Before the catheter was replaced, the bwi representative noticed that there was something on the tip of the catheter. It did not appear to be char. The catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequences were reported. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 29-mar-2023 that there was a hole and reddish material in the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 29-mar-2023.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 07-mar-2023. The device evaluation was completed on 29-mar-2023. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. A magnetic sensor functionality test was performed, and the device was recognized on the system; however, error 105 was displayed on the screen due to an open circuit on the tip area. However, the blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed for the finished device 30898076l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).